Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump was blank. The blood glucose reading was 400 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did not return. The customer was advised to remove the battery for ten minutes, clean the battery cap, and insert a new battery. The display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump was received with a blank display. However, the electronic assembly was taken apart and re-assembled, and the pump came up properly. The problem was isolated to the electronic assembly. The pump was charged and all currents were within specification. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.